Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on properly) has been confirmed. Upon evaluation, the monitor would not fully power on. The cause of the inability to power on is a corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted form the monitor. The pt received a replacement monitor.